Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: visual inspection: the 10nm torque wrench 11mm across the flats (p/n: 388.261, lot number: 7296831-14) was received at us cq. Upon visual inspection, no issues were identified, and no damage was observed. Functional test: a functional assessment was performed on the complaint device at service and repair. The highest torque of the device measured during calibration testing was 11.37 nm which was not within the specified torque range of 10nm ¿ 11nm per ps063839, rev. M. Hence, the torque test failed high. The complaint condition can be replicated. Service and repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed high. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes, the device received failed high in the torque test. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the 10nm torque wrench 11mm across the flats (p/n: 388.261, lot #: 7296831-14). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: per jde, the device was received/created on 28may2013. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. B3: no event date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2020, during testing at service and repair, the torquewrench failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) 10nm torque wrench 11mm across the flats. This is report 1 of 1 for (B)(4).